Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range defibrillation impedance in vectors containing the superior vena cava coil. The lead was reprogrammed. The patient did not experience any health consequences.